Manufacturer narrative:
H3: one cadd legacy 1 pump was received for evaluation. The event history log was reviewed and multiple high pressure alarm messages were found after the pump was started. A functional test as well as a pressure test were performed. The reported issue was unable to be duplicated when running the pump with the user's programming. The pump's pressure switch test was performed. The pressure switch was found to be activated properly within the pump's manufacturer specifications. It was recommend that the downstream occlusion sensor to be replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited alarm for high pressure. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.